Event description:
It was reported that the surgeon revised the ts insert due to knee being unstable. He stated that the anterior lip locking mechanism was not functioning. He implanted a new ts insert that is 3mm thicker than the previous insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.